Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The rn in the ICU called stating the printer suddenly stopped working on the cardiosave intra-aortic balloon pump (iabp) . It had been printing normally every hour, but the last strip printed only half way. Multiple staff tried to help troubleshoot it. They had removed the paper roll and reinserted it a couple of times, but it still would not print. They had a back-up pump available and will switch the patient over to it, and tag the first pump for biomed. No harm to the patient.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned

Event description:
N/a.